Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident and current blood glucose. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump when high blood glucose event was reported. Customer declined to continue insulin pump troubleshooting. Customer reports insulin exited at the quick release. The insulin pump will not be returned for analysis.